Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00247 and 0001822565-2019-03730. Concomitant medical products: stemmed tibial component precoat size 5 catalog#: 00598004701 lot#: 63529689, cr-flex opt fem e-l minus catalog#: 00595601505 lot#: 63500836, palacos mv(1x40) catalog#: 66031982 lot#: 84204521. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient is reporting pain, numbness, limited range of motion, and an itching sensation. The patient thought these symptoms might mean metal allergies. No revision procedure has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient is reporting pain, numbness, audible clicking, limited range of motion, and an itching sensation. The patient thought these symptoms might mean metal allergies. No revision procedure has been reported.